Manufacturer narrative:
Patient information requested via phone calls 01/14/2020, 01/15/2020, and 01/16/2020. No patient information received to date. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed when the battery died while transporting a patient, there was no report of patient injury.